Event description:
Healthcare professional reported the devices were found to be not manufactured by allergan upon explant. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.' Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Device remains implanted.